Event description:
Writer spoke to the home care nurse who has cared for the hp since (B)(6) 2010. She stated that the peritonitis has been ongoing in this patient since the first time in (B)(6) 2010. The hp was hospitalized from (B)(6) 2010 and the effluent cultured positive for pseudomonas initially. After being treated in the hospital with vancomycin and other unknown antibiotics, the hp still cultured positive for (B)(6) and white cells in (B)(6) 2010. The patient returned home, but was again hospitalized for bacterial peritonitis in (B)(6) 2010, where he again cultured positive for (B)(6) and white cells. The medical professionals believe that the hp never fully recovered from the first bout of peritonitis in (B)(6) 2010. The hp has used pd2 1.5% and pd2 2.5% ultrabag since (B)(6) 2009 to date. The nurse did not have an opinion of the cause of peritonitis, or whether any baxter products were related.

Manufacturer narrative:
(B)(4). A batch review was not conducted as the batch number is not available. A trend review was completed and there was no significant trend for this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample was discarded, therefore no evaluation can be completed. Should a sample be received and evaluated, a follow up report will be submitted. This is the first of three complaints for this event. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is the second report received from an (B)(6) hospital on (B)(6) 2010 involving the same patient where staff members reportedly failed to mix the solutions on three accusol bags resulting in the patient developing a metabolic alkalosis. Balance alarms were activated when all three bags had emptied the bicarbonate fluid into the pouch. The incident occurred on night duty around 5.00am. The hospital has now changed their protocol to ensure that two nurses are checking and signing that the accusol bags are mixed correctly. Additional information received on (B)(6) 2010 indicates the metabolic alkalosis was noted when arterial blood gases (abg's) were drawn when the event was noted by the staff. Results of the abg's are unknown. The patient reportedly experienced ventricular tachycardia (vt) at the time of the event and no other symptoms were noted. Ventilation was altered to overcome the alkalosis. The patient was admitted to the hospital. The patient outcome is unknown. The cause of the second event was reportedly related to staff status. The facility indicated no retraining was required.